Event description:
According to the patient, the unit overheated and burned her leg. The patient said that she had to turn the poc off and can not use it. The patient claims that the overheating has been happening for a about week. The patient did not respond to the 3 attempts (both email and phone call) to gather further information about the complaint.

Manufacturer narrative:
Once the device is received an investigation will be conducted and a follow up will be submitted if required.